Manufacturer narrative:
This complaint is documented in our system. There is no information to follow up on ¿ no name, no clinic i.d., no serial number, and no phone number. This complaint will be processed with the information available. In the future should any additional information become available, the file will be reassessed and updated accordingly.

Event description:
An anonymous patient posted a description on a dialysis online message board of septic shock, and a loss of kidney function two and a half years ago. No patient identification or additional information was provided. No due diligence could be attempted, as there was no patient, machine, or facility information given. This complaint is documented in our system. There is no information to follow up on ¿ no name, no clinic i.d., no serial number, and no phone number. This complaint will be processed with the information available. In the future should any additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Clinical investigation: based on the information available, there is no documentation or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event. On (B)(6) 2018 an anonymous (B)(6) patient posted a statement online, stating they experienced septic shock (details unknown); which lead to the patient¿s loss of kidney function (details unknown) and the need for dialysis (modality unknown) approximately 2.5 years ago. The patient was requesting information regarding congestive heart failure (chf), and its onset in dialysis patients. Additional follow-up cannot be completed due to a lack of patient of facility contact information. However, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.

Manufacturer narrative:
No patient identification or additional information was provided. No due diligence could be attempted, as there was no patient, machine, or facility information given. Serial number not available; review of the s/n history could not be performed.